Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 11-apr-2024, it was reported that on (B)(6) 2024, the patient had bent or crimped cannula due to which blood glucose was high 320mg/dl after a meal. The site's location was abdomen. Also, customer used the minimed system with the auto mode/smartguard feature active at time of high blood glucose and had a manual injection as back-up plan. The infusion set used for 5 days. The customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.